Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported inaccurate readings from her sensor, she is having trouble calibrating and receiving sensor errors. As an example, customer stated there was an instance where her blood glucose was 48 mg/dl and her sensor reading was 110 mg/dl. Customer stated she was sick over the weekend with vertigo and her blood glucose was brittle. Customer has gastroparesis and does not always feel symptoms of low blood glucose, which is why she wears the sensor. Customer was educated on proper sensor calibration methods and advised to monitor the issue. Nothing further reported.